Event description:
New information received notes that the fracture was also noted on the lead.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic for a generator change procedure, over-sensing due to excessive right ventricular lead noise was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable after the procedure.